Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18765855/18887045.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having to charge the ipg frequently. The patient underwent a complete revision procedure wherein the ipg and leads were replaced and a paddle lead was implanted. The patient was doing well postoperatively and explanted devices will not be returned.